Event description:
Patient had a planned egd with peg tube placement on (B)(6) 2026. During the peg tube placement, it was discovered that the peg tube kit being used had the wrong peg tube size in the kit creating a problem with the bumper in the kit not fitting properly. The bumper slid down the tubing and did not fit snuggly. Kit had 24 fr listed on the packaging, but the tube inside the kit was assumed not to be the listed size. A new kit was opened and discovered the peg tube tubing was much smaller in this kit than other kits. A 20 fr was opened, and the bumper was used from that kit as it fit well. No patient harm. Pt: 4582. Device: 1582, 2183. Ref: mw5189327.